Event description:
It was reported the customer was experiencing unexplained high blood glucose. The customer's mother reported that her daughter's blood glucose had rose to 440 mg/dl. The mother had tread the customer's blood glucose with a bolus. Troubleshooting found the customer did not have any symptoms of high blood glucose. It was also found the customer had champagne sized air bubbles in their reservoir. It was also reported the mother had been filling the customer's reservoir with cold insulin. The mother was advised to use insulin at room temperature. Customer's mother also reported black spots on the customer's display. Customer's insulin pump will be replaced due to the black spots. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).